Manufacturer narrative:
Event 1:black mark on the tip of the scope therefore it is on the image. The event 1 is detectable and preventable by handling device in accordance with the following instructions for use: instructions uretero-reno videoscope olympus urf-v3 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system -important information - please read before use

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed dirt on the objective lens, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
: It was observed that during the device evaluation, the uretero-reno videoscope image had a partial dark area, due to dirt on the objective lens. There was no patient involvement.